Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, prior to the procedure, the stent came out from the balloon while being removed from the coil. The procedure was completed with another of same device. No patient complications were reported.